Event description:
Additional information: per medical records received the patient was sent to the ed and a new mitral valve thrombus was found during that admission. The patient was started on eliquis at dc but advised to bridge to warfarin by new op providers. Unfortunately, the patient had difficulty with acc attendance. Multiple cardiology referrals had been placed for ongoing management; however, the patient had not engaged with any visits. In this h&p note the cardiologist referenced their review of the recent echo reports from september 2024 and endorsed progressive prosthetic mitral gradient despite eliquis and then coumadin. The patient had then been switched to plavix but previously on a supra therapeutic coumadin with inr levels up to 8, but despite all that the mvmg increased from 12 to 18mmhg. The cardiologist went on to say that it seemed clear that continued anticoagulation would not solve the patients issue, mentioning the valve continues to get worse and the patient will require a valve in valve. Surgical mvr was considered but the patient was deemed high risk. Tpa was also mentioned in the record for the patients chronic valve thrombosis of the prosthetic valve, but had not been tried and the md felt was unlikely to be effective hence, a plan for a valve in valve procedure. The patient reports increased fatigue, dyspnea on exertion, sob.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records review findings. Sections: h6 codes have been updated. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intraprocedural intra cardiac thrombus and post procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at greater 250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (questionable medication compliance and chronic thrombus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 3 years post implantation of a 29mm sapien 3 valve in the native mitral valve with a mitraclip, a valve in valve with a 29mm sapien 3 ultra resilia valve was performed due to valve stenosis.